Manufacturer narrative:
The complaint kit was returned for evaluation. The smart card was not returned; therefore, the occurrence of any alarms could not be verified. Examination of the returned kit found no obvious manufacturing issues or signs of a leak. The photoactivation module was pressure tested to check for leaks and no leaks were identified when negative and positive pressure was applied. The device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This kit lot passed all lot release testing. The reported photoactivation module leak was not verified based on the available information. No further action is required at this time. This investigation is now complete. (B)(4), h.m. 26 mar 2024.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m337 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m337 shows no trends. Trends were reviewed for complaint category, photoactivation module leak. No trends were detected for this complaint category. At the time of this report, the analysis of the kit is still in process. A final report will be filed when the analysis is complete. (B)(4), on (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported a leak from the bottom edge of the photoactivation plate. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The patient was in stable condition. The customer will return the kit for investigation.